Event description:
Caller reported that pump battery would not charge, causing concern about potential impact on blood glucose levels. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Caller attempted multiple solutions, including trying different wall outlets, adapters, and cables without success. Pump connection remained unstable, and ultimately, cts decided to replace the pump to resolve the issue. The customer reverted to an alternate method of insulin therapy.